Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed on the patient's right hip. As of today, the implanted devices all of which were used in the treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. A clinical investigation could not be performed as smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated.

Event description:
It was reported that, after a primary bhr resurfacing construct had been implanted on the patient's right hip on (B)(6) 2000, the patient experienced the following symptoms: sore knee, pain, swelling, discomfort, movement difficulties and teeth and nail brittle. A revision surgery was perform on an unspecified date to treat this adverse event; the bhr construct was explanted and replaced with an unspecified (B)(4) (competitors). Soon after the revision surgery of the right hip, patient underwent medically indicated primary surgery of the left hip, although it is not specified the type of construct that was implanted. Over the next years, patient has been experiencing worsening pain, inability to bend over, nails and teeth breakage, formation of tumors, swelling and low folate in blood. The current outcome of the patient is not recovered.